Event description:
A customer reported while using a glidescope core 15-inch monitor during a patient intubation, the displayed image pauses and freezes when they insert the laryngoscope down the patient's throat. It was reported that the image freezes and stays locked up and then it starts working again. The customer reported that this issue occurs on both monitor ports and with multiple different cables and laryngoscopes. The procedure was completed using a backup device. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor and was able to confirm the reported image issue. When connected to a test glidescope core quickconnect cable and glidescope video baton qc large, video input lag was confirmed. The test video baton's led cut out and the image color shifted from normal to blue to normal again. The image issue occurred on both of the monitor's connecting ports. The issue did not occur with any other test equipment including a glidescope core smart cable, glidescope spectrum single-use blade, glidescope core video cable, and bflex single-use bronchoscope. After updating the monitor's software to the latest version, the image displayed using the glidescope video baton qc large was still lagging, but no color change was noted. A thin white bar appeared on the left of the image after it lags. Next, the tsr replaced the main printed circuit board assembly (pcba) which resolved the image issues. Upon completion of verathon's device evaluation and repair, the monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.